Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one endeavor sprint drug-eluting stent and two driver bare metal stents were implanted in the rca. Approximately 3 yrs and 7 months post index procedure the patient had a gi bleed. Investigator assessed that the event is not related to the study device. Patient was on dapt at the time. It is indicated that patient was treated by temporary interruption of antiplatelet drugs. Patient is in remission.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.